Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2010 due to mesh tearing. (B)(4)¿ urinary problems.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/10/2016. It was reported that following insertion the patient experienced urinary tract infections.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.